Event description:
No device failure or malfunction reported. Pt was undergoing mitral valve operation. During placement of the catheter, the catheter was unintentionally advanced beyond the coronary sinus, into the right ventricle. The pt's blood pressure decreased, and a contrast injection through the catheter demonstrated a perforation into the pericardial space. A median sternotomy was performed. The right ventricle was found to be perforated in 2 places. Repairs were performed and the intended mitral valve operation was completed. At the end of the mitral valve operation a perforation was found in the coronary sinus. This was also repaired. The pt left the operating room in stable condition and was discharged to home on the 8th postoperative day.